Event description:
A customer reported that the trs100sb2, anchor tissue retrieval system device was being used in an unknown procedure on (B)(6)2024, and ¿laparoscopic cholecystectomy performed, during removal of the bag with the specimen, the bag tore open. Malfunctioned device was safely removed safely from patients' abdomen and a new tissue retrieval bag was open and used.¿. The procedure was completed with an alternat device and no reported delay. Further assessment questions were sent, and a good faith effort was made to obtain further information; however, no response has been received. There was no report of fragmentation of the device nor of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that the trs100sb2, anchor tissue retrieval system device was being used in an unknown procedure on (B)(6) 2024, and ¿laparoscopic cholecystectomy performed, during removal of the bag with the specimen, the bag tore open. Malfunctioned device was safely removed safely from patients abdomen and a new tissue retrieval bag was open and used.¿. The procedure was completed with an alternat device and no reported delay. Further assessment questions were sent, and a good faith effort was made to obtain further information; however, no response has been received. There was no report of fragmentation of the device nor of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.